Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Event date is estimated. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported patient experienced pain at the ipg site. To address this issue patient underwent pocket revision were the ipg was relocated from the back to front. Patients ipg was also replaced. No complications addressed during procedure.